Event description:
It was reported that during a contralateral approach from the left to the right iliac (off-label use), the stent could not be advanced over a .035" guidewire. The entire system was removed and replaced by a competitor's with no further complications being reported.